Event description:
The contact stated that the meter would give erratic readings. While troubleshooting, it was discovered the meter was missing some segments. The contact did not allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.